Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred with multiple new cartridges. Reportedly, the cartridges had been filled with 200 units of insulin. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate therapy for diabetes management.